Event description:
The plaintiff's attorney alleged that the plaintiff experienced a cardiovascular event on (B)(6) 2011 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one event for the same pt involving two separate products; associated MDR 1225714-2013-02936.

Manufacturer narrative:
This is one of two device reports related to this event; the associated MFR report numbers are 1225714-2013-02936 and 1225714-2013-02937. Add'l info has been requested and will be submitted upon receipt accordingly.

Event description:
The add'l info received alleged that the pt also experienced heart attack, cardiopulmonary arrest, stroke, sudden cardiac death, and other related injuries. It was further alleged that the pt was receiving hemodialysis treatment three times per week and expired shortly after being exposed to the product during those treatments.